Event description:
It was reported that during a right renal mass cholelithiasis procedure, the cartridge popped off after firing the device. They used another device to complete the procedure. There was no consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.